Manufacturer narrative:
The pump passed the displacement test, self test, and p-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. The following were noted during visual inspection: scratched case, corroded battery tube, cracked keypad overlay, corroded motor home switch, and pillowing keypad overlay. Cosmetic damage was confirmed at the battery compartment during analysis. Confirmed moisture damage to the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture, leaks, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1715k, mmt-332a. Troubleshooting was performed. The customer reported that pump was exposed to moisture and fluid was present in reservoir compartment, while changing the set and reservoir, pump gave " no reservoir detected" error. No damage was reported to reservoir compartment or pump case. Pump passed self test. Customer reported a reservoir leak, the leak past 2nd o-ring. No harm requiring medical intervention was reported. Mmt-1715k was requested and customer response was the device will be returned. It¿s unknown whether the customer will continue using the devices. No product return is required for mmt-332a.